Event description:
The patient reportedly had revision surgery to correct a perforated skin flap. At that time the device was functioning. Thirty-seven days later, the device was explanted since the skin flap did not show signs of recovery. Reimplantation of this patient is not planned at this time.